Manufacturer narrative:
Device investigation revealed a mechanically damaged electrode array i.e. Several electrode contacts were found dislocated from the silicone body, which is possible to occur during surgical interventions and was likely related to the observed kinking of the electrode. In fact, post-operative imaging showed basal kinking of the electrode array in the cochlea after implantation, which was probably induced by surgical and clinical reasons. Furthermore, no full insertion was achieved at initial implantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
After initial implantation, imaging showed electrodes passing through the round window with kinking and folding of the electrode array in the first 3 mm of the basal turn. Also, during the insertion, the electrode contacts appeared to be disconnected from the silicon. Per the implant registration card, 2 electrodes were left extra-cochlear. The device was never activated, and the recipient was re-implanted 5 days after initial surgery.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient was reimplanted due to dislocation of electrode contacts.